Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was reported by healthcare provider to have been discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and was not confirmed through investigation. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. Based on the information received the cause of the event remains indeterminable; however, surgical technique may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 21mm aortic valve was explanted at implant. The 21mm aortic valve was sized appropriately and inserted without difficulty within the annulus. The right and left coronary ostia were noted to be patent by probe and visualization prior to closure of the aorta. However, at the time of chest closure the patient became significantly hypotensive with no wall motion abnormalities involving the left ventricle and there was noted to be obstruction as well as to the left main. After reopening the window, there was noted to be some fibrinous and thrombotic changes near the ostium of the left main, and also the left main was very low and very close to the annulus with the sewing ring of the valve causing partial obstruction. For this reason, the 21mm valve was explanted and replaced with a 19mm bovine pericardial valve to allow some additional room close to the coronary ostia. After implantation and close of the aorta, there was noted to be improved flow into the left main with improved left ventricular function. The patient transiently required cardiopulmonary resuscitation with open cardiac compressions during this establishment of femoral bypass. The patient had signs of hypercoagulable state preoperatively requiring factor viii in order to achieve adequate act levels with heparinization, and also noted to have elevated fibrinogen preoperatively which may have been inflammatory markers possibly related to patient's pericarditis and this may have contributed to the fibrotic and thrombotic changes at the left main ostium. Due to the instability noted and in order to arrest the patient's heart, the patient remained on left femoral arteriovenous ECMO with the sternum open and skin closed over the chest. The indication for the aortic valve replacement was due to critical aortic stenosis with moderate pericardial effusion and mild to moderate aortic insufficiency. Patient was transported from the operating room to intensive care unit. Post-operative echocardiogram showed valve function was good with good leaflet mobility and no significant gradient or insufficiency.